Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results due to low anion gaps on their dxc 800 chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 chemistry analyzer, and identified the failure mode as a defective carbon bridge. The fse replaced the carbon bridge to resolve the issue. Patient age or date of birth, weight, and ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).